Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection. The left ventricular (lv) lead was explanted due to other/non-product experience. However, the field representative validated that it was because the physician did not want to risk any infection. Furthermore, the physician also had a little trouble getting a wire all the way down after taking it out. When the field representative asked if the same lead will be used, the physician preferred a new one. No additional adverse patient effects were reported.